Event description:
Noticed this am that pt had cuff leak, notified rt to measure pressure and address. Around 11 this am noticed that leak was present again, notified rt again to address. As they assessed pt, noticed that cuff would not hold any air. Notified md, pt at this point was maintaining tidal volume. However within minutes of page, pt volumes decreased to 100; pulmonary team present, airway cart brought to bedside to exchange ett. Pt very awake and given multiple fentanyl and versed boluses to induce sedation. Tube exchanger placed and new ett inserted.